Event description:
It was reported that the set screw would not tighten. After multiple attempts to tighten the set screw and secure the lead, the physician was successful. The device was implanted into the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.